Manufacturer narrative:
(B)(4). Batch # unk the lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What procedure was done? What treatments have been provided during the post-operative period? Have you had any additional follow-up with the surgeon? If yes, what were their recommendations? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the patient has been in and out of the hospital with non-stop pain in the lower left pain and groin area with reapproximated anastomosis.

Manufacturer narrative:
(B)(4). Date sent: 04/13/2021. H6: health effect ¿ clinical code = infection (e19). Patient had initial surgery to correct perforated colon in (B)(6) 2018. Since then she has had multiple CT scans, mris, and surgeries to define chronic pain in lower left abdomen/groin area. Patient had an exploratory laparotomy on (B)(6) 2020 which revealed a peritoneal defect, which he reapproximated. However, no staple line could be identified from original procedure. Staples from a temporary colostomy performed at an unnamed time were removed and a successful takedown was completed. Another procedure had to be performed to correct infection resulting from the exploratory laparotomy. It is unknown when that occurred. Patient is currently bedridden twenty-two hours a day and has no scheduled plan in place. An attempt to schedule a consultation with a different colorectal surgeon may occur. The patient does not know which j & j device was used. D11: corrected date = actual product code should be captured/viewed as "unknown product".